Event description:
The user in the (B)(6) reported the one touch verio pro meter would not power on with the test strip insertion. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.